Event description:
Patient had been treated for rvot first. The physician was using two devices at the same time. Ensite array device and preszor max surgical device. The ensite array device was not inflated all the way, at the 5th lesion. The physician noticed a drop of patient pressure. The procedure was stopped and the patient checked. The echography showed a small perforation, which was sealed by itself and the patient fully recovered.